Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a red alert posted to the latitude website for this cardiac resynchronization therapy defibrillator (crt-d) device exhibiting oversensing of noise, anti-tachycardia pacing (atp) and 1 shock and 1 inappropriate shock. The physician reported intermittent noise on the right ventricular (rv) lead channel since 2022, however it was never previously sensed by the device. A request for technical service (ts) consultant to review device data, and provide recommendations. Device remains implanted. No adverse patient effects were reported.